Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer initially reported that the service indicator on their device was illuminated. After an evaluation of the device, it was observed that the device was unable to deliver defibrillation therapy. There was no patient use associated with the reported issue.